Event description:
A malfunction alarm occurred with the customer's device, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information on how to reset the pump, and after the reset, the malfunction code did not recur. The customer was informed that they could continue using the pump, and they were advised to contact support if the malfunction code reappeared, which the customer understood and acknowledged.